Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with transient light sensitivity (tls) in both eyes (ou) at a 15 day post-operative exam. The patient¿s comments was eyes were light sensitive in natural and artificial light especially extreme at the work place. Topical steroid dosage was increased to resolve symptoms. Best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/20 2.00 x -2.75 x 40; left eye pre-op 20/25 2.75 x -3.50 x 132. Bcva from (B)(6) 2017: right eye post-op 20/15 .50 x -.50 x 175; left eye post-op 20/15 .50 x .00 x 90.